Manufacturer narrative:
Additional information has been provided. The discrepant result was not reported outside the laboratory.

Event description:
The customer alleged they received a questionable phosphate (inorganic) ver.2 (phos) result for one patient on their c311 analyzer. The patient's initial phos result was 7.5 mg/dl. The first repeat result was 4.1 mg/dl. The sample was then repeated again and the result was 4.1 mg/dl. The customer decided to aliquot the plasma of the sample in to three sample cups and test again. The results were 4.3 mg/dl, 4.3 mg/dl, and 4.2 mg/dl. Information on whether any of the results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The phos reagent lot number was 680928. The expiration date was requested but not provided. It was noted the customer was using an expired calibrator.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. A review of the reaction monitors for the discrepantly high result with a normal course of the reaction curve indicated there was more analyte present than expected.